Manufacturer narrative:
Cylinders and pump - gtin (B)(4), catalog 72404250, serial (B)(4), manufacture date 06/16/2017, expiration date 05/30/2019, explant date: (B)(6) 2017.

Event description:
It was reported that 2 - 3 days after the implantation of an ams700 inflatable penile prosthesis, the device was removed due to reservoir erosion into the colon. The patient was re-implanted with a malleable penile prosthesis on (B)(6) 2018. No further patient complications were reported in relation with this event.